Event description:
Reporter alleged blood glucose results of 87 mg/dl and 300 mg/dl when testing was performed back-to-back on the advantage system. Reporter stated customer had no symptoms and that customer was given normal dose of 25 units lantus and an unknown amount of humalog. No adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.